Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the black box did not show any errors, alarms, or warnings related to the complaint. The pump powered on and successfully completed a rewind, load, and prime sequence with no issues; a cartridge with 100units was loaded and the piston correctly stopped at 100units, and the pump display correctly read 100units. Multiple load step functions were performed, with no failures occurring. The pump casing was removed and there were no defects found to the force sensor circuit. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the keypad cover was peeling below the ok keypad button. The contrast and ok keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all key contacts. Additionally, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump was priming tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.